Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the anesthesia system generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that a pneumatic valve for the o2 flush was faulty and needed to be replaced. The replaced part was returned for investigation. A visual inspection of the returned part did not reveal any deviations or damages. It was installed in a reference anesthesia system for functional testing. The reported issue could not be reproduced. The received logs confirm the reported issue. Our conclusion is that the replaced pneumatic valve for the o2 flush was the cause of the reported event but we have not been able to determine the root cause of the reported issue.

Event description:
Msnufacturer's reference number: (B)(4).